Manufacturer narrative:
The company rep evaluated the system and inspected the rack room where the telemetry equipment is located. Corrections included replacement of the power supply, connecting the mouse and keyboard on the cpu, and setting up the display tiles.

Event description:
The customer reported the panorama central station was not powered on, which may have resulted in loss of ambulatory telemetry monitoring. No pt injury was reported.